Manufacturer narrative:
This MDR was generated under protocol (B)(4),as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed. The device had a chipped top case (front lower right corner) and cracked right plunger case(on the side). Motor rate error was found in event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be old/worn motor, worm coupling and gear. The technician replaced motor assembly, worm coupling, worm gear, stepper motor. Performed occlusion test and all functional tests which passed. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the motor rate issue occurred. No patient injury was reported.